Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #during analysis the radiofrequency programmer head failed its uplink tests and was unable to interrogate, though it was noted that it passed tests with a known, good cable. It was further noted that the head's label was missing its laminate and that its upper case lens was cracked, it was to be sent on for repair (label, upper case and cable replaced) and restock. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as a trade-in subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.